Event description:
It was reported that the stim was ¿not working properly¿ and ¿could not get to function.¿ the patient clarified that she was not able to turn stim on or recharge since last night and the night before. The patient had not had stim turned on or recharged for about four months prior to report. An implantable neurostimulator (ins) overdischarge was suspected. The patient had not used the ins or charged for four months because she had a flair up of the thyroid, and was sick for four months, and could not get out of bed. Patient services inquired if the thyroid problems existed prior to the ins. The patient replied, ¿this is something that I have been told that I had slight problem, but wasn¿t nothing to worry about.¿ the patient lost a lot of weight and determined it was because of the thyroid. The patient confirmed these problems started about four months ago. Later, the patient went to the doctor on(B)(6) 2015. The patient stated that a manufacturer's representative was supposed to show up regarding some ¿issues¿ she had with the stimulator. However, a manufacturer's representative was not at the appointment. It was later reported that the implantable neurostimulator (ins) was not charging and had been off since (B)(6) because of thyroid problems. There was a loss of therapeutic effect. Therapy was not working as expected. The stimulation was not working. The pain pills were not helping. The patient meant that the pain pills did not help as much as the stimulator. She had to take pain pills, but after the patient took them every day, they upset her stomach. The patient had been taking pain pills on and off the whole time she had the stimulator. The stimulator worked better. The patient sounded very confused and could not confirm whether she had a rechargeable or non-rechargeable device. The patient did confirm that the device was replaced in 2011. In the beginning of the call, the patient said she had a non-rechargeable device implanted in 2011, but by the end of the call, she stated she had to charge the device. The patient was not taking pain medication and her back was in pain and the patient wanted someone to help her. The patient did not have any appointments scheduled for the doctor. The patient stated it was hard to drive an hour to the doctor and then wait there. The patient stated medtronic called and her and wanted to know ¿what is the problem.¿ the manufacturer's representative would reach out to the patient (B)(6) 2015. It was later reported that the manufacturer's representative saw the patient (B)(6) 2015. The patient had a non-rechargeable device, and the issue was that her patient programmer was not functional. There was a problem with the patient programmer. The patient programmer lcd screen was blank after trying different batteries including (B)(6) and heavy duty. It had been since december. The patient would be sent a new programmer. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient had the patient programmer (pp) replaced 2 weeks ago. The pp did not power on and the screen was blank. The patient replaced the batteries and was using duracell alkaline batteries. Today was the first day she used her new pp and noticed the new pp did not power on. It was confirmed that the patient was using the new pp and not the old one. The old pp was returned to the manufacturer but analysis had not been completed yet. It was noted that the patient had thyroid surgery, which is not related to the device.

Manufacturer narrative:
Concomitant products: product ID: 355029, lot# n080421, implanted: (B)(6) 2009, product type: accessory. Product ID: 3487a-33, lot# j0315910v, implanted: (B)(6) 2003, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 37083-40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. (B)(4).